Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found in addition, that disinfection with endothermo disinfector (etd) was not possible due to heavy un-sealable leakage from the control unit. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus the evis exera iii colonovideoscope had leakage at the knobs before a procedure. User confirmed no harm or infections due to the event. Upon inspection and testing of the customer returned device, it was observed that residue was found on the plastic distal end cover and connecting tube (inside pocket) after manual disinfection. This report is being submitted for the malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, residue was found on the c-cover and insertion section (inside pocket) even after manual disinfection. The cause of the residue found cannot be specified but the following causes were presumed from the investigation results: 1.) There was gap between the a-rubber and its glue. 2.) Glue got around the air/water nozzle and peeled off. Residue got into these gaps and could not be removed by cleaning. 3) the facility staff was less trained in device handling, usual reprocessing and/or reprocessing before returning the device for repair in accordance with IFU. The instruction manual identifies the following related verbiage which warns the user against applying external stress to the distal end and the insertion section: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.